Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fiber membrane was streaked with blood residue and coagulated blood was noted between the screw flange and the polyurethane cut surface at both ends of the dialyzer. Additionally, a thin piece of debris, consistent with a polyurethane/polyethylene (pu/pe) sliver, was identified situated between the potting cut surface and the o-ring at the non-cavity ID end. The debris was located at approximately 140 degrees with the dialysate port situated at 0 degrees. There was no other debris, damage or irregularities noted. The dialyzer was subjected to a laboratory leak test; no leak noted. Although no leak was observed, this could likely be attributed to the device return condition. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the non-cavity ID end. Although no leak was detected, the observed debris could have resulted in the reported leak.

Event description:
A user facility reported that a blood leak occurred during hemodialysis treatment. Blood was visually observed leaking externally from header/end-cap port where the cap screws onto the dialyzer, at the base of the connection. No damage was identified on the device. The machine did not alarm. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. Blood cultures were taken as a precaution, but the patient was without complaints. The patient completed treatment with a new set-up on the same machine. The sample was available for manufacturer evaluation and has been returned.